Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reset its pacing parameters to vvi from dddr. It was also reported that the patient underwent radiation therapy. The device was reprogrammed to dddr and is still in use. No patient complications have been reported as a result of this event.